Manufacturer narrative:
Result: the coil is severely damaged. The coil stretch resistant (sr) wire is broken and the coil is unraveled. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coil detached unintentionally after being repeatedly repositioned. Evaluation of the returned coil confirmed severe damage to the coil structure and a break in the sr wire. It appears that multiple manipulations of the coil during the repositioning caused the sr wire to fatigue and break. It is also likely that the force used during the manipulation of the coil, exceeded the tensile strength specification of the sr wire material. The coil pusher assembly was not returned for evaluation. The IFU for this device warns against advancing or retracting the device against resistance. The physician stated that resistance was not felt however, damage such as this is caused by manipulation of the device with force in excess of the tensile strength of the material. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the physician noted a defective coil which was described as "tore". The physician stated that he did not feel any resistance while he was pulling. This happened after the physician repeatedly repositioned the coil. The coil was removed with the catheter and the procedure was completed with no reported adverse effect on the patient.